Event description:
It was reported that during a procedure, the matrix polyaxial screw head disengaged from the bone screw while the surgeon was inserting the screw into the pedicle of the patients vertebrae. The surgeon inserted a different matrix screw and completed the procedure. There was no harm to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product codes: mnh, mni, kwq, kwp. Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition. The product evaluation visual inspection revealed that the screw was received with the polyaxial head assembled to it. The head was seated properly and rotated freely as intended. There are minor scuffs and discoloration on the bottom surface of the polyaxial head. The stardrive recess in the bone screw is scraped and there are nicks evident on the edges of the points. The returned part is assembled properly and functions as intended. Therefore the complaint is invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).